Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Customer reported that the console displayed the hand piece lock engaged error code and the device did not work with the attachment connected. This is 1 of 1 report for (B)(4).

Event description:
Customer reported that the console displayed the hand piece lock engaged error code and the device did not work with the attachment connected. This is 1 of 1 report for (B)(4).